Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries and battery charger. System operates as intended. (B) (4).

Event description:
The customer reported, the system displayed a charger failed error. No pt injury was reported.